Event description:
It has been reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g has been found difficult to operate during use. The following has been provided by the initial reporter: it was reported by the consumer that she has noticed bruising after her injections. She also reported that it is really hard to push when injecting. Verbatim- lot: 7270673. Item: 320119. No expiration date or occurrence date available. Consumer reported over the last 9 months, she has been noticing bruising after her injections. Stated, she also has to push really hard when injecting. Could not provide specific dates.. Consumer stated, she will "ice" her injection area before and after the injection to help with relieving the pain. Stated, she does rotate injection sites.

Manufacturer narrative:
Investigation summary: customer returned (4) sealed 31g x 5mm bd pen needles from lot 7270673. Consumer reported she has been noticing bruising after her injections. Stated, she also has to push really hard when injecting. All four returned samples were examined and were then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g: 0.0100¿- 0.0105¿): data: point (pe/npe) outer diameter (in) lube sample 1 good/good 0.0103 good sample 2 good/good 0.0103 good sample 3 good/good 0.0104 good sample 4 good/good 0.0104 good no manufacturing defects were observed on the four tested samples, therefore, the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g has been found difficult to operate during use. The following has been provided by the initial reporter: it was reported by the consumer that she has noticed bruising after her injections. She also reported that it is really hard to push when injecting. Verbatim- lot: 7270673, item: 320119, no expiration date or occurrence date available. Consumer reported over the last 9 months, she has been noticing bruising after her injections. Stated, she also has to push really hard when injecting. Could not provide specific dates. Consumer stated, she will "ice" her injection area before and after the injection to help with relieving the pain. Stated, she does rotate injection sites.